Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated multiple occlusions had occurred. The pump recognized a cartridge during the load step when no cartridge was present and within 3 minutes of priming the pump an occlusion alarm was emitted. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for recurring occlusion alarms. Investigation revealed that a force sensor circuit component was misaligned on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2013.